Manufacturer narrative:
Insulin pump passed displacement test. Hardware low level failure alarm during self test and confirmed in pump history with variable due to broken trace at pin and pin on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 8 mmol/l at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.